Event description:
Caller reported a malfunction on the pump with code malf 9, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer was provided with instructions for resetting the pump and assisted in the reset process by technical support. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any further issues, with instructions to call back if problems persisted.